Event description:
The flap of this c1 check valve was damaged. The repair staff at nihon kohden received this c1 and disassembled it. Then, the capacitor of the driver board was found to be burned. After checking the event log, there was no record related to the capacitor. However, in the service log, there were records of tf444004, tf446029, tf485001, and tf385003. These tfs are very similar to what happened in the affiliated hospital of (B)(6). The burned part of the driver board is in the same place. Was this driver board broken when these tfs occurred? Is the cause the same as (B)(6)?

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There was no patient or user harm.